Event description:
I received the essure implants about 8 months to 1 year later, I started to experience abdominal pain at the site, severe migraine headaches, weight gain, and fatigue. The migraine headaches have been treated by a general practitioner and a neurologist with several medications and have not subsided in four years. I have lost and gained 20 pounds in the same amount of time. My quality of life is deteriorating. I am experiencing abdominal pain that I describe as "phantom pain" to my drs because it is always there, lurking in the background. I am overly medicated because of consistent and ever-present headache, on-going symptoms. FDA safety report ID # (B)(4).